Event description:
The new hearing aid user developed an ear infection after wearing the hearing aid approx. 3 weeks. She consulted a dr who prescribed antibiotics. Co remade the hearing aid adding the hypo-allergenic option. Aid was shipped on 7/10/97. Aid was delivered to user about 7/14/97. Co's audiologist followed up with the dispenser on 7/23/97, 8/7/97, and 8/19/97. No further problem reported.